Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges device has strange odor, device/power cord or supply too hot to touch, difficulty breathing/short of breath, extreme coughing after treatment, stated felt like she was suffocating, headaches but not everyday. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
H3 other text : device not returned to manufacturer.